Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 52 mg/dl. Customer consumed carbohydrates to adress the low blood glucose. There was no adverse impact to customer's blood glucose level due to the reported issue.